Event description:
Per the surgeon, the patient experienced pain and tenderness at the implant site; subsequently the device was explanted (B)(6) 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report is filed april 22, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.